Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/09/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/27/2015 with the following findings: the black box was unable to be downloaded due to moisture. The pump was unable to power on due to excessive moisture and the investigation was unable to be completed. The returned battery cap tightly secured to the pump. There was no damage found to the battery compartment or battery cap. A leak test was performed and the battery compartment was found to be leaking due to a cracked pump case. Moisture was observed behind the display lens. The pump case was opened and moisture was found on the pcb and display. A crack was also found in the pump case between the display lens and the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.